Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. After review of the available information, there is no indication that there were any device performance issues that could have lead to the driveline infection. The patient has likely colonized the infection due to his long standing recurrent history and also a built a resistance to the antibiotics. Other factors that could have lead to the event are the patient's care of the driveline and use of aseptic techniques. Per the instructions for use (IFU): the system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. For prevention of infection, remove unnecessary IV lines and replace old IV lines before hvad® pump implantation. Administer antimicrobial prophylaxis based on the hospital's nosocomial and microbial sensitivity profile with sufficient coverage for staph aureus, staph epidermidis and enterococcus. Use pre-operative scrub with antiseptic the night before and again the morning of the operation. After hvad® pump implantation, continue systemic antimicrobials prophylaxis for 48 to 72 hours. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient had an ongoing driveline exit site infection. The patient has had three episodes of local inflammation followed by visible pus and drainage at the site of infection. Driveline culture was positive for coagulase-negative staphylococcus. The patient was subsequently treated outpatient with oral antibiotic therapy. The patient was not hospitalized as a result of the infection. The patient continues to have discharge from the driveline exit site but no active organism cultured.  It was last reported that the patient is in stable condition. No further information was provided.